Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of dull blades; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported or lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A photo provided by the customer was reviewed by the manufacturing site. The photo is of a pak label and a knife package label, the reported product and lot information is confirmed. The root cause could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that dull knives were experienced during surgery. There was no patient harm.